Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that experienced a damaged battery was confirmed by baxter personnel during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. This condition was resolved on-site by replacing the main batteries and battery harness. This device is a remediated colleague pump with a user interface module software version of 5.09.90. A service history review was performed revealing there have been previous reported problems with this device that are the same as or similar to the reported condition.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which there was a damaged battery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information. The user interface module master software version is currently unknown.